Manufacturer narrative:
An event regarding an alleged loosening involving a unknown femoral component was reported. Conclusions: the surgeon revised the patient's left knee due to instability and tibial loosening. There was no indication that the unknown femoral component contributed to this event. Medical records provided were reviewed by a clinical consultant who rejected the records because dated operative and revision reports, and the dates of primary surgery and revision surgery are required. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Left knee revision due to tibial subsidence, instability and uhmwpe wear.

Manufacturer narrative:
An evaluation of the device cannot be performed as device was retained at (B)(4) center. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
Left knee revision due to tibial subsidence, instability and uhmwpe wear.